Manufacturer narrative:
H10: device evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The leaking reported by the customer was confirmed. The leak was coming from a crack near the drain tube. The crack was attributed to a user issue. This was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 was leaking on the side by the tube. No patient adverse events reported.